Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) has experienced a significant decrease in his drg stimulation over the weekend. Reprogramming of the patient's drg system did not resolve the issue. Follow-up identified the x-ray taken showed the lead position has moved from the original implant placement. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Corrected data:tthis was a duplicate event reported under MDR(s) #3008829311-2016-00160 & 3008829311-2016-00161.

Event description:
After further review of the manufacturer complaint records, it was found this complaint was a duplicate of the event reported under MDR(s) #3008829311-2016-00160 & 3008829311-2016-00161.